Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Troubleshooting was performed and found occlusion was occurring the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.